Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump lost insulin units but did not know where it went. The customer reported that they were hospitalized due to low blood glucose. The customer's blood glucose was below 40 mg/dl at the time of incident. The customer stated that 80 units had been pushed out. The customer stated that there was no leak of insulin. The customer stated they were on dextrose before going to the hospital. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners and minor scratches on the lcd window.